Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a malleable implant on the left side of the penis. The patient skin was red and inflamed because the prosthesis started to erode through the glans. The patient underwent surgery to remove the cylinder and replace it with another malleable prosthesis. There were no further patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient had a malleable implant on the left side of the penis. The patient skin was red and inflamed because the prosthesis started to erode through the glans. The patient underwent surgery to remove the cylinder and replace it with another malleable prosthesis. There were no further patient complications.